Manufacturer narrative:
The customer associated to this report indicated that the sample was discarded therefore, not available for evaluation.

Event description:
On 01/05/07, nellcor received a report where it was reported that, a "small piece of plastic broke away from the lumen of the device and migrated into the lung of a patient." The customer reported that this was discovered during a routine placement check of the device. The customer indicated that routine check is performed using a fiber-optic bronchoscope. The customer stated that the "broken piece of plastic" was retrieved with forceps. The customer stated that replacement of the tube was not required and the routine placement check continued without incident.